Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported during impella 5.5 support for 60-year-old male patient, the automated impella controller (aic) showed a red alarm. The issue was attempted to be solved but the aic was ultimately exchanged without issue. There was no reported patient harm.

Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The reported issue with this console¿s inability to detect the purge disc was able to be reproduced. After visual inspection of the console, it was discovered that there was a significant crack on the left side of the retainer. The root cause of the issue was a cracked purge disc retainer.